Event description:
It was reported that the patient implanted with this dual chamber pacemaker presented to the clinic. Upon interrogation it was found that this pacemaker's battery was depleting much faster than expected. Technical services and boston scientific engineers were consulted and recommended the device be replaced within 90 days. The device remains in service at this time. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention taken.

Event description:
Additional information was received that this dual chamber pacemaker was explanted and replaced due to the previously reported observations of battery depletion faster than expected. The device was successfully replaced. No additional adverse patient effects were reported.